Event description:
Customer is reporting issues with blood glucose versus sensor glucose. Customer's blood glucose was 160 mg/dl. Customer declined to troubleshoot as she states she has done that before and she was advised by her health care provider that there was something wrong with the transmitter. Customer was transferred. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.